Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 14-aug-2018 with the following findings: the black box data showed records of unexplained power on reset beginning (B)(4) 2018 at 09:18 and deliveries never resumed. On investigation, there was moisture behind the display. The pump was unable to hold prime during the 24-hour exercise. Leak testing failed due to moisture ingress at the site of a missing audio bolus button. Internal moisture was found on the printed circuit board, the force sensor pins as well as other internal components. Investigation confirmed the complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose as high as 400mg/dl, and as low as 40mg/dl, with trace ketones, abdominal pain, and polyuria, associated with an alleged under responsive audio bolus button with damage and moisture. Reportedly, the patient discontinued pump therapy and was treated in their physician¿s office with insulin via injection. During troubleshooting with customer technical support, it was revealed the audio bolus button was torn/punctured prior to being under responsive. There was also moisture in the audio bolus button area, behind the screen, and in the keypad area. This complaint is being reported based on the allegation that the patient experienced hyperglycemia/hypoglycemia associated with an audio bolus button under responsive with damage and moisture issue.